Event description:
It has been reported that upon inspection of the instrument, it was discovered that the tip of the lag screw connector had broken off inside the lag screw. Broken tip remains in implanted lag screw.